Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was experiencing high blood glucose for 3 weeks at the time this happened. The customer stated that high blood glucose she doesn't know how properly insert the sensor. The customer was advised that it will explain to her after care email. The customer was advised that we are replacing sensor.